Event description:
Reportable based on device analysis completed on 15jan2025. It was reported that the coil could not advance. A 15mm x 40cm interlock-35 was selected for use in an abdominal aortic aneurysm and iliac aneurysm. During the procedure, it was noted that the coil could not continue to advance normally. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed detached main coil and introducer sheath.

Manufacturer narrative:
Device analysis: the main coil and the introducer sheath were returned for analysis. Visual and microscope inspections were performed. It was observed that the main coil was bent and stretched at the coil arm section, moreover the arm coil was detached. Also, the introducer sheath was detached before the twist lock section. The functional test could not be performed, as the pusher wire was not returned. No other issues were identified during the product analysis.